Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. On this occasion, as the complaint sample has not been received, we cannot further investigate or confirm the details supplied in this complaint and subsequently determine a root cause. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the tube that connects the device to the dressing spontaneously released without any pressure, the soft port drain also detached from the dressing without suffering traction, appearing smooth progressive displacement. No information about delay or back up available.